Event description:
It was reported that the user experienced multiple episodes of low blood glucose and the caller sought guidance on whether a replacement was required; data were synced to the portal before a call transfer attempt was interrupted due to connectivity loss. Symptoms included hypoglycemia. Outcomes included the need for troubleshooting and education, with no alerts or alarms reported. Investigation included a review of available synced data and attempted escalation to clinical support. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hypoglycemic events. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.